Event description:
Technician alleged that the left hand head siderail will not latch in the lock position correctly. No patient impact.

Manufacturer narrative:
The technician found the cause to be a bent latch spring. The technician replaced the latch spring to resolve the issue.